Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and investigation results in the past, a likely mechanism causing the reported event might be the following: 1. Due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2. Due to the described above 1, the basket was deformed, and the operating pipe was broken at the brazing area. It is possible that the coil sheath portion was severed by a tool, to remove the device from the endoscope. However, a specific root cause of the reported issue could not be identified. The event can be prevented by following the instructions for use which state: "do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotripter. The pipe or the basket wire may break and part of this instrument may remain in the body." "Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1." "A lithotripter cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotripter by considering that it may lead to damaging the instrument and that open surgery may have to take place." "This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected." Olympus will continue to monitor field performance for this device.

Event description:
The olympus employee reported on behalf of the customer that the operating wire broke off on the single use mechanical lithotriptor in the middle of a therapeutic ercp endoscopic retrograde cholangiopancreatography procedure in an 80 year old female patient. The wire was cut with pliers and basket was removed from the patient. The procedure could not be completed. As such, endoscopic papillary large balloon dilation was performed and enbd -endoscopic nasal biliary drainage tube were used to complete the procedure. A delay of 20 minutes was reported but no impact to the patient. No health hazards to the patient were reported and no pre-existing conditions were known. It is unknown if additional sedation was required, or any additional interventions undertaken. Patients current condition is unknown. The customer reported that they plan to conduct an ercp (with endoscopic nasal biliary drainage) at a later date. The device was inspected prior to use and was found to be okay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the product was cut off at the coil sheath approximately 235mm from the proximal end. The cross section of the cut coil looked like it had been cut with a tool. The control pipe had broken at the joint of the control wire. There were no problems with the brazing condition of the control pipe, and there were no abnormalities in the outer diameter of the control pipe or joint. There were no abnormalities on the fracture surface of the joint. When the tip of the basket was pulled from the tip of the insertion tube it was found to be deformed. The control pipe was broken at the joint with the control wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.